Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was completed with a prostar xl device, using the pre-close technique, prior to a direct flow aortic valve implantation (tavi). The tavi was completed. During attempted vessel closure with the preplaced prostar xl suture, the direct flow device suddenly dislocated into the left ventricle resulting in hemodynamic instability and cardiopulmonary resuscitation. Surgical valve replacement was performed. The physician confirmed the hemodynamic instability, resuscitation and surgery were related to the direct flow device dislocation and were not related to the prostar xl device. Hemostasis at the puncture site was not achieved with the prostar xl suture but was achieved with surgical suture. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.